Event description:
It was reported that the patient underwent a procedure for spinal fusion at l4 to s1 via tlif. During the surgery, rhbmp-2 was implanted. Reportedly the patient's post-operative period was marked by bone spurring and overgrowth in the lumbar spine. Patient continues to experience severe and unrelenting back pain. This prevents him from practicing and fully enjoying the activities of daily life to the extent he did preoperatively. No additional information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.